Event description:
It was reported through a research article identifying xience v/xience prime that may be related to serious injury (restenosis, dissection, post-pci non-st elevated myocardial infarction, elevated enzymes). Specific patient information is documented as unknown. Details are listed in the attached article, titled "serial intravascular ultrasound analysis of complex bifurcation coronary lesions treated with the tryton bifurcation stent in conjunction with an everolimus-eluting stent".

Manufacturer narrative:
(B)(4). Average patient age was 62+/-11 years. Patient: 75% of study patients were men. Date of occurrence estimated based on dates of enrollment. Date of implant estimated based on dates of enrollment. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency. The rx xience referenced is being filed under a separate medwatch MFR number. (B)(4). The reported patient effects of dissection, myocardial infarction, and restenosis, as listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll) everolimus eluting coronary stent system instructions for use are known patient effects that may be associated with the use of the device.